Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the rv lead displayed high impedance values. Patient was asymptomatic. The rv lead was removed and new lead was implanted. The patient was in stable condition prior, during and after the procedure.